Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the tip of the knee scorpion needle broke off during suture passing step of lateral meniscal root repair. All fragments were removed and the case was completed by suing a new kit.

Manufacturer narrative:
It was reported that the needle broke during use. The reported event is confirmed upon investigation of the returned picture. Visual evaluation identified that the tip of the device broke. However, without the return of the device or a better quality picture, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.